Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported bulge could affect the functionality of the cylinder. Product analysis confirmed the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: visual, microscopic, and leak testing analysis of the cylinders was performed. Cylinder 1 has a leak in the rear tip bond that was the result of sharp instrument damage consistent with explant damage; hole and broken fabric treads in rear tip bond were present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 also has broken fabric threads and exhibited bulging when inflated in cylinder body attributed to wear at fold. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. Product analysis confirmed the reported event. Investigation conclusion: investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient went to the hospital two weeks prior to the inflatable penile prosthesis replacement surgery as one side of the cylinder was swollen. The examination confirmed that the right cylinder was ballooned due to an aneurysm. The physician indicated the aneurysm was due to overuse. The patient had the inflatable penile prosthesis replaced. Following the procedure the patient was better, stable and the event resolved.

Event description:
It was reported that the patient went to the hospital two weeks prior to the inflatable penile prosthesis replacement surgery as one side of the cylinder was swollen. The examination confirmed that the right cylinder was ballooned due to an aneurysm. The physician indicated the aneurysm was due to overuse. The patient had the inflatable penile prosthesis replaced. Following the procedure the patient was better, stable and the event resolved.